Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch ultra2 meter was displaying an ¿error 2¿ message. The complaint was classified based on the customer care agent (cca) documentation. The reporter claimed the alleged error message began to appear on (B)(6) 2021 at 11:00 am, whilst in guatemala. The reporter claimed the patient was unable to measure their blood glucose due to the error message appearing. The reporter informed the cca that the patient manages their diabetes with metformin 500 mg medication and denied the patient made any changes to their usual diabetes management due to the alleged issue. The reporter claimed that on (B)(6) 2021 at 11:00 am, the patient became ¿shaky and almost passed out.¿ in response to the symptoms, the reporter claimed the patient self-treated with orange juice and felt better afterwards. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after they were unable to measure their blood glucose due to the alleged error message.